Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that when withdrawing the bd insyte¿ autoguard¿ shielded IV catheter needle, the plastic tip broke off. This occurred 2 times during use. Additionally, a third catheter tip also broke and "sprayed" blood back out of it, leaving the needle unable to retract completely. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this is a 20 g catheter. This was the third time it had happened in 2 days. What I was told happened on the first two was that the nurse placed the needle in the vein but got no flash in the catheter or in the chamber and that when she withdrew the needle the to 1/4 of the plastic tip of the IV catheter had broken off to the side and was hanging from the tip. The 3rd time it happened the catheter got flash, the catheter was advanced off the needle at which point blood started spraying back out of the catheter that had separated in the middle this time leaving the plastic tip attached by only a small bit and the needle was unable to retract all the way as it was kinked between the two fractured pieces of plastic."

Event description:
It was reported that when withdrawing the bd insyte¿ autoguard¿ shielded IV catheter needle, the plastic tip broke off. This occurred 2 times during use. Additionally, a third catheter tip also broke and "sprayed" blood back out of it, leaving the needle unable to retract completely. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this is a 20 g catheter. This was the third time it had happened in 2 days. What I was told happened on the first two was that the nurse placed the needle in the vein but got no flash in the catheter or in the chamber and that when she withdrew the needle the to 1/4 of the plastic tip of the IV catheter had broken off to the side and was hanging from the tip. The 3rd time it happened the catheter got flash, the catheter was advanced off the needle at which point blood started spraying back out of the catheter that had separated in the middle this time leaving the plastic tip attached by only a small bit and the needle was unable to retract all the way as it was kinked between the two fractured pieces of plastic."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h10.